Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer 4 causing station to shut down. The field service engineer replaced all controller boards in drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a power issue. The customer stated that the there is no power to the main unit. There were no adverse events or injuries reported based on this event.